Manufacturer narrative:
Additional information was added: the device was received for evaluation with solution, leaking in a (B)(6) bag. A visual inspection was done which observed a leak from the fill port weld in back of the bag. Functional testing was performed with tap water which revealed a leak from the fill port weld in back of the bag. Magnified inspection observed a tear/hole at that location. The reported condition was verified. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one (1) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the seam/edge. The leak was discovered prior to patient use. The user replaced the product and a new product was used. There was no patient involvement. No additional information is available.